Event description:
It was reported that during an evacuation of a subdural at the user facility, the drill malfunctioned twice, causing suboptimal evacuation of subdural. Additional information has been requested from the user facility.

Event description:
It was reported that during an evacuation of a subdural at the user facility, the drill malfunctioned twice, causing suboptimal evacuation of subdural. Additional information has been requested from the user facility.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.